Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. Date of death is unknown- therefore, the earliest possible date, according to the study, is listed. Concomitant medical devices: nim system 1, 2.0, or 3.0. Specific identifying information is not known. (B)(4). The product was not returned for analysis.

Event description:
This report stems from the article titled "results of intraoperative neuromonitoring in thyroid surgery and preoperative vocal cord paralysis" by kerstin lorenz, et al, published in the world journal of surgery online on december 18, 2013. A retrospective study was performed on selected cases from june 1998 through may 2013 to analyze the validity of intra-operative nerve monitoring (ionm) in 285 patients with pre-existing vocal cord (vc) paralysis. Medtronic's nim system with emg-enabled endotracheal tube was used. One of the patients included in the study died. It is not known what the cause of death was, or if it was in any way related to the use of the nerve integrity monitoring (nim) system. Other separate, reportable issues included new vocal cord paralysis ((B)(4)) and need for tracheostomy ((B)(4)).